Manufacturer narrative:
(B)(4). Concomitant medical products: nylon suture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between (B)(6) 2011 and (B)(6) 2013 and the suture was used interrupted to close the posterior fascia when posterior component separation was performed. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics or treated in the office with incision and drainage of the wound. Additional information has been requested.